Manufacturer narrative:
The instrument packs were not affected as they were loaded into the sterilizer prior to the subject event. A steris service technician arrived to inspect the transfer carriage following the reported event. The technician was informed that while removing the loading cart from the sterilizer, the transfer carriage's front wheels were not fully locked into the sterilizer docking station; causing the front of the transfer carriage to fall to the floor. The technician inspected the unit and was able to duplicate the reported event only when the front wheels on the transfer carriage were not aligned with the sterilizer's docking station. He confirmed that the unit was operating according to specification; no repairs were required. The unit was returned to service. Based on the description of the event and the technician's inspection, the reported event is attributed to user error. The employee did not properly align nor fully engage the transfer carriage to the sterilizer's docking station prior to loading the instruments into the sterilizer. A steris account manager performed in-service training on the proper procedure for loading and unloading the sterilizer. No additional issues have been reported.

Event description:
The user facility reported that the front wheels on their 54" transfer carriage did not fully lock causing the transfer carriage to fall to the floor. No report of injury or procedure delay.